Manufacturer narrative:
Updated data: h6 - eval code result and eval code conclusion conclusion: the device history record (d614123) and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted and was not returned to medtronic for product analysis. The reported event indicates that approximately six months following the implant of this transcatheter bioprosthetic valve an echocardiogram identified moderate peri-prosthetic aortic insufficiency. As reported, this was secondary to ¿under-deployment (valve frame that did not expand as expected) of the posterior prosthesis without left ventricular impact¿. Asthenia and dyspnea were symptoms of the paravalvular leak (pvl). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the computed tomography (CT) images showed calcification of the native valve which may have been a contributing factor to reported pvl. However, a conclusive cause could not be determined. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, the CT images showed calcification of the native valve which may have been a contributing factor to reported under expansion. However, a conclusive cause could not be determined. One year and twenty days following implant, the coronary angiography was performed to reassess the pvl. Results showed the moderate pvl was resolving. No treatment and no adverse patient effects were reported at that time. Coronary angiograph one year and twenty days following implant of the valve, included the implantation of two non-medtronic stents in chimney that pushed back the sinus calcification next to the right coronary artery ostium. Hospitalization was required for the coronary obstruction caused by the calcification of the native valve. The patient was discharged two days later and the obstruction was reported as resolved. No additional adverse patient effects were reported. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). A conclusive cause of the coronary occlusion could not be determined. However, the reported calcification was likely a contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Second paragraph added. H6. Patient codes: added e230901 and e2328 device code: a040501 calcified was incorrectly applied and should reflect as removed. The calcification was present on the native valve and not the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that clarified previously reported information. The "under-deployment" referred to a valve frame that did not expand as expected. The CT images seven months following the implant of the valve showed calcification of the native valve. The CT images nine months following the implant of the valve showed calcification next to the right coronary ostium. Both a coronary angiography and a valve-in-valve (viv) procedure were scheduled. The coronary angiography was performed to reassess the pvl. Results showed that the moderate pvl was resolving. There was no indication for intervention for pvl; a valve-in-valve procedure did not occur. The coronary angiograph one year and twenty days following implant of the valve, included the implantation of two non-medtronic stents in chimney that pushed back the sinus calcification next to the right coronary artery ostium. Hospitalization was required for the coronary obstruction caused by the calcification of the native valve. The patient was discharged two days later and the obstruction was reported as resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six months following the implant of this transcatheter bioprosthetic valve an echocardiogram identified moderate peri-prosthetic aortic insufficiency. As reported, this was secondary to ¿under-deployment of the posterior prosthesis without left ventricular impact¿. Asthenia and dyspnea were symptoms of the paravalvular leak (pvl). Approximately two months later, a diagnostic computed tomography (CT) identified calcification next to the right coronary ostium. It was noted that the valve was originally implanted within the desired location and no valvular migration was reported. According to earlier site echocardiograms, no previous pvl was noted. One year and twenty days following implant, a coronary angiography was occurred and a valve-in-valve was performed with a second transcatheter bioprosthetic valve. No additional adverse patient effects were reported.